Event description:
On (B)(6) 2011, the patient had a spectra penile prosthesis implanted. On (B)(6) 2012, the entire device was removed and replaced with a 700cx penile prosthesis; the reason was not indicated. Ams requested additional event detail information.

Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.